Manufacturer narrative:
Additional information was received which included the software serial number and confirmation the network is a philips clinical supplied network. Analysis was performed by remote service personnel and determined that the control centers were unable to establish a connection to the primary server. Further review indicated that the server had stopped the application responsible for maintaining communication with the control centers. A colleague on site performed a restart of the server. Following the restart, the server successfully relaunched the application and the control panels were able to reconnect to the server. The product is currently operating as intended and is back in service. A review of the service history for this device confirms the problem has not been reported again for this device.

Event description:
It was reported that all pic ix in enterprise lost connection to the primary. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
E1 reporting institution phone #: (B)(6). A philips technical support specialist assisted the customer remotely and found that the control centers could no longer establish a connection to the primary. The server stopped the application. After a restart by a colleague on-site, the server started the application, and the control panels reconnected to the server. Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.